Manufacturer narrative:
On-site investigation was made by our filed service engineer (fse). The ventilator failed turbine and gas supply test sequence and pressure transducer test during pre-use check. The turbine module and inspiratory channel printed circuit board (pcb) were found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use.the received logs confirmed the reported pre-use check test failures at date of the event. The defective parts were not returned for further investigation as the hospital chose to kept them. The root cause for the defective turbine module could not be determined. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: servo-air, corrected brand name: servo-air base unit. D4 - version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. D4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)# (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).